Event description:
It was reported that the surgeon inserted a 21.0 diopter, aa4203tl toric optic silicone single piece lens and lens was damaged during insertion into the patient's eye. The lens was removed. The reporter stated the cartridge or injector damaged the lens. No further information regarding this event was available. If further information is made available, a supplemental will be submitted. See MFR# 2023826-2009-01197 for cartridge.

Manufacturer narrative:
(B)(4): damaged by injector. (B)(4).